Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens (iol) implant surgery, a female patient experienced a capsular tear. The tear was noted after irrigation/aspiration phase of the procedure before implantation of the iol. The initial lens could not be implanted. The surgeon completed the case with another iol. Current patient condition is recovered, vision at 100%. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that during a cataract extraction with intraocular lens (iol) implant surgery, a female patient experienced a posterior capsular (pc) tear. The pc tear was noted after irrigation/aspiration (I/a) phase of the procedure and before implantation of the iol. The initial lens was not implanted. The surgeon completed the case with another iol. The current patient condition is recovered, with vision at 100%. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis, poor microscope illumination red reflex, ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the infiniti system had any effect on the integrity of the posterior capsule. The system was manufactured on july 17, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).